Event description:
This was a left-sided cardiac lead extraction conducted in the ep lab to remove 2 of 3 leads (mdt 6949 fidelis-rv and ra and lv lead unknown type) due to potential, future risks. The patient was prepped with 2 femoral venous lines and 2 femoral arterial lines, i.c.e. Catheter placed, fluoroscopy in use, blood products in room, bypass available, and cvs on standby. Upon opening the pocket the md noted the rv, ra and lv lines were bound together by suture during the implant procedure. Separating the leads proved to be quite difficult. Upon separation the md prepared the rv lead with a lld-ez, placed a stylet down the ra lead and the lv was not prepped. Lasing began with a 14f sls ii on the mdt 6949. Significant calcifications and fibrosis were encountered during lasing. Just past the proximal coil the md "felt something different" and asked anesthesia to check the patient's blood pressure. I.c.e. Confirmed an injury and the pressure declined from 110 to 67, CPR started and cvs was called and in the room within 3 minutes. An emergent sternotomy was performed within 10 minutes of the initial blood pressure drop and a 3cm tear from the svc to the atrium was noted. The patient was placed on bypass within 20 minutes and received 10+ units of blood during the rescue. Unfortunately the patient did not survive resuscitation and expired on the table.

Manufacturer narrative:
Other text: device discarded after use.